Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found both left and right keyboard hinges are broken. Both keyboard rail covers are broken. Release tab on the printer drawer is broken. Tab on power cord bay door is broken. ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. System fan is noisy. (B)(4).

Event description:
It was reported the fitted keyboard has broken loose for programmer body. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.